Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal and distal insulations were damaged/abraded between 29.7 cm to 30.1 cm from the connector pin and the proximal coil fractured at the same location. The damage is consistent with that produced by clavicular crush and also indicated that the lead was abraded against another implantable device. The damage to the distal insulation resulted in shorting of the coils. The damage to the proximal coil resulted in an open circuit.

Event description:
It was reported that a lead impedance anomaly was confirmed. X-ray indicated an insulation break at the clavicular region. The lead was removed and replaced.